Event description:
During a remote follow up, episodes of post sensed t wave oversensing, undersensing and pmt (pacemaker mediated tachycardia) were observed on the device. Technical support was contacted and confirmed the episodes. Reprogramming was performed to resolve the event. The patient was stable.